Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the left anterior descending artery the physician implanted a promus element stent in the target lesion. Post-deployment, it was noted that the stent had compressed longitudinally. The procedure was completed with post-dilation of the implanted stent. No further patient complications were reported and patient's status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).